Manufacturer narrative:
Product analysis: analysis was able to confirm the epg displayed an error code, the output connector was broken, and the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an diagnostic message and had a broken connector and a broken hanger. The epg was returned for service. There was no patient involvement.